Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of an embolization coil in an anterior communicating artery aneurysm, the coil detached in the intended area. The detached coil was successfully retrieved with a snare device. There was no reported patient injury.